Manufacturer narrative:
Follow-up # 1 date of submission 1/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 1/11/2016 with the following findings: during visual inspection of the pump, it was observed that there was no evidence of moisture contamination inside the cartridge compartment or the battery compartment. Unrelated to the initial complaint, the pump powered on with the returned battery cap to a dim discolored display. The returned battery cap and the battery compartment had damaged threads. It was also observed that the battery compartment was cracked in the thread area. A leak test was performed and it revealed a leak at a battery compartment crack. The pump case was removed and no evidence of moisture contamination was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.